Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right (rv) lead was found dislodged during a revision. The lead exhibited low sensing and low impedance. A surgical revision was performed in which the lead was repositioned. During the next 24 hours the same lead dislodged and was repositioned again. No additional adverse patient effects.